Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during the flap creation, the laser reported an error, stopped, and jumped back to the homepage without any other abnormalities noted. The patient was released from the laser and the machine was re-examined. The operation was completed with a new patient interface and there was no patient harm.

Manufacturer narrative:
The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).